Event description:
It was reported that unstable speed occurred. The 99% target lesion was located in a moderately tortuous and severely calcified unspecified coronary artery. A 2.15mm rotalink¿ plus was selected to treat the target lesion. During introduction, severe resistance was encountered when the device was advanced inside the guiding catheter with dynaglide mode and the desired speed of the device was 200,000rpm. The physician removed the device from the patient and attempted to readjust the rotational speed, however the rotational speed was unsteady. The physician decided to stop using the device and completed the procedure with a non bsc balloon catheter. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).